Event description:
Complainant alleged that the medics were attempitng to set up the device for use on a 59 year old male pt, but when they powered up the device, the screen went blank. When the screen did power up the alpha-numerics displayed on the screen were distorted. The complainant indicated that the medics were able to use the device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.